Manufacturer narrative:
A review of the manufacturing records indicated the device met pre-release specifications. The product itself, which remains implanted, was not returned for evaluation. Therefore a device evaluation could not be performed. Images enabling direct assessment of product performance were shared for evaluation. The imaging evaluation summary states the following: - pre-operative imaging indicates proximal diameters of 18-21 mm. The neck length is ~4 cm. The aortic angle is approximately 90 degrees. - the completion angiogram demonstrates a type 1 endoleak. - there appears to be a type 2 endoleak. This location appears to fill independently than the proximal aneurism sac. - a balloon is visualized inflated within a few digital images when the aortic cuff was inserted. There is no evidence it remained inflated during deployment. - the aortic extender has been deployed. It is slightly superior than the main body in all areas. - the aortic extender appears to encroach on the left renal origin. - after the aortic extender has been deployed there no longer appears to be a type 1 endoleak. - the diameter of the deployed graft appears to be ~19-21 mm. The records indicate a 23 mm device was used. This seems to be consistent with 18-21 mm aortic pre-operative diameters. Based on the event description and the subsequent investigation, no further information was provided to gore, therefore we are unable to determine the cause of the reported partially coverage of the left renal artery and assign a root cause. In the instructions for use the following is stated: potential device or procedure related adverse events. Adverse events that may occur and / or require intervention or additional. Intraoperative procedure time include, but are not limited to: - endoprosthesis or delivery system: improper component placement.

Event description:
It was reported that, on (B)(6) 2023, a patient was treated for an abdominal aortic aneurysm with a gore® excluder® conformable aaa endoprosthesis. Reportedly the aneurysm had a long aortic neck. The physician detected a type ia endoleak of unknown origin during final angiography. The endoleak was resolved intraoperatively with an aortic extender endoprosthesis (cxa260005e device). Reportedly the left renal artery was partially covered by the aortic extender endoprosthesis. No reintervention is planned. It was reported that neither malfunction of the cxa260005e device nor a deployment issue occurred. The physician reportedly placed the cxa260005e device "aggressively" resulting in partial coverage of the left renal artery.

Manufacturer narrative:
D10 concomitant medical product: gore® excluder® conformable aaa endoprosthesis (catalog cxt231412e, sn (B)(6)) h6-code b13: images of the case have been requested from the physician. If images are shared with gore an imaging evaluation is performed. H6-code b14 and c21: the manufacturing records are being reviewed. H6-code b20 and h3-other: the device remains implanted in the patient. Therefore a device evaluation could not be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(6) 2023, a patient was treated for an abdominal aortic aneurysm with a gore® excluder® conformable aaa endoprosthesis with active control system. Reportedly the aneurysm had a long aortic neck. The physician detected a type ia endoleak of unknown origin during final angiography. The endoleak was resolved intraoperatively with an aortic extender endoprosthesis (cxa260005e device). Reportedly the left renal artery was partially covered by the aortic extender endoprosthesis. No reintervention is planned. It was reported that neither malfunction of the cxa260005e device nor a deployment issue occurred. The physician reportedly placed the cxa260005e device "aggressively" resulting in partial coverage of the left renal artery.